Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) experienced intermittent communication failures with the ilet, with repeated signal loss and ¿sensor reconnecting¿ messages; the issue was isolated to the ilet connection and involved device components associated with electrical/magnetic functions including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user, along with verification of software and bluetooth settings and a firmware update followed by reconnection guidance. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, implicating the antenna/electrical-magnetic communication path. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.